Manufacturer narrative:
The reported malfunction was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The patient circuit used was not returned as part of this investigation. Its important to note that this event involved two different devices and the same wye circuit. The customer reported alarm is typically correlated to an occlusion in the wye circuit. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "airway pressure sensing failure - 1052" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-00432 for a similar event reported on the same patient from the same customer.